Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned partially mated with the atriotomy locator. The carrier tube assembly was returned in the fully deployed state as well. Visual inspection revealed that the atriotomy locator was found to be partially mated with the sheath. The deployment sleeve of the carrier tube was found in full rear lock position with color bands fully exposed. The tamped collagen and anchor were found attached to the suture and the tamper tube was completely released from the carrier tube. The bypass tube was dislodged near the hub of the device cap. No other visual anomalies were noted. Functional testing was not possible since the state of the returned device was fully in a deployed state. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after use of the angio-seal device system; following the IFU, the entire device was pulled out of the patient. All application steps were taken into account; after unsuccessful hemostasis, the puncture site was manually pressed for twenty-five minutes. There was no patient harm; the patient was in stable condition. Blood loss was less than 100ccm; bleeding occurred in the procedure room. It was a left femoral artery puncture. Additional information was received on 03feb2020. The procedure performed for the patient prior to use of the device was a percutaneous transluminal angioplasty (pta). A 6fr sheath was used. A pre-deployment angiogram was performed.